Event description:
Fully threaded pegs implanted in conjunction failed approx. 14 weeks post implant. Field input indicates that pt returned to construction work too quickly. Plate was undamaged. Pegs broke at underside of heads. Pt was re-operated with another plate.